Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the implantable cardioverter defibrillator in backup operation. A firmware download was performed and the device was successfully restored.